Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown tritanium shell. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the surgeon was impacting the tritanium shell into the preped acetabulem using the offset cup impactor out of the direct superior set. When the retention bolt/screw would not loosen from the shell and spun the component on 2 separate instances.